Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump using provided information. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues reoccurred, acknowledging and understanding these instructions.